Event description:
Right common femoral vein was punctured, as the filter was passed through the sheath it got stuck and would not move past the middle third of the sheath. The left side was then punctured and the filter was successfully deployed. As the sheaths were removed from both sides it was noted that part of the prongs in the end of the filter had gotten caught in the sheath preventing movement.